Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that a loss of capture and no sensing due to lead dislodgement were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition was good.